Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that remote monitoring of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed a high out of range shock impedance measurement. This information was provided to the physician and was being further monitored remotely. No adverse patient effects were reported. Additional information was received that this system continued to exhibit high out of range shock impedance measurements. The patient's lead was a boston scientific dual coil product. The physician decided to change the shock configuration to a single coil configuration and continue to follow the patient. The impedance measurements were then reported to be 78 ohms. No adverse patient effects were reported. This product remains in-service.